Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event information has been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Expiration date: 02/2020. Device manufacture date: 02/2015. A returned sample was not available for evaluation. A review of the batch records was performed. The review confirmed the extrusion batches of the tubes used in this lot of product revealed no sign of dimensional failure. The inner and outer diameter of the tubes were within specification. Further, the batch record found there were no dimensional or visual failures with the connectors utilized in this lot. All connectors were found to be within specification. No nonconformities or abnormalities were noted within the batch record. All specifications were met and documented appropriately. A root cause could not be identified. Without a returned sample, no conclusion could be drawn. The complaint will be closed. (B)(4).

Event description:
It was reported that "the smaller end of the [endotracheal tube] connector disconnected" during use. It was further reported the connector was only connected "by a few millimeters" which "[shortened] the connecting range and [weakened] the connection." No patient complications were reported as a result of this event.